Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. The patient experienced a vaginal mesh exposure. The patient underwent another procedure for trimming of the mesh and resuturing of the vaginal mucosa. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional contact office: (B)(4).